Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, urinary tract infection, amenorrhea, esophageal reflux and multigravida. Concomitant products included esomeprazole since (B)(6) 2012 for esophageal reflux as well as dexlansoprazole (dexilant) since (B)(6) 2015, ferrous sulfate since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2014. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: vaginal candidiasis"), anxiety ("anxiety / mental anguish"), depression ("depression"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in february 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, anxiety, depression, dyspareunia, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: two coils on right and 4 coils on left; patient tolerated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, urinary tract infection, amenorrhea, esophageal reflux and multigravida. Concomitant products included esomeprazole since (B)(6) 2012 for esophageal reflux as well as dexlansoprazole (dexilant) since (B)(6) 2015, ferrous sulfate since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2014. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: vaginal candidiasis"), anxiety ("anxiety / mental anguish"), depression ("depression"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, anxiety, depression, dyspareunia, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: two coils on right and 4 coils on left; patient tolerated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and medical record received. Lot number added. Reporter and patient demographics were added. Medical history and concomitant drug added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, vaginal candidiasis, anxiety / mental anguish, infection (bladder/urinary tract/vaginal) type: urinary tract, depression, dyspareunia and vaginal discharge added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the 1eft side, there was a small segment of essure coil towards the right side') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, urinary tract infection, amenorrhea, esophageal reflux, multigravida, back pain and uterine dilation and curettage. Concomitant products included esomeprazole since (B)(6) 2012 for esophageal reflux as well as dexlansoprazole (dexilant) since (B)(6) 2015, ferrous sulfate since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: vaginal candidiasis"), anxiety ("anxiety / mental anguish"), depression ("depression"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, dyspareunia, vaginal discharge and urinary tract infection had resolved. The reporter considered anxiety, depression, device breakage, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: two coils on right and 4 coils on left; patient tolerated. Discrepancy in essure explant date - (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Batch no b02264, lot number: b02264, manufacturing date: 2013/02, expiration date: 2016-02-29. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, medical history, event "on the 1eft side, there was a small segment of essure coil towards the right side", auto narrative supplement were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the 1eft side, there was a small segment of essure coil towards the right side') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, urinary tract infection, amenorrhea, esophageal reflux, multigravida, back pain and uterine dilation and curettage. Concomitant products included esomeprazole since (B)(6) 2012 for esophageal reflux as well as dexlansoprazole (dexilant) since (B)(6) 2015, ferrous sulfate since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: vaginal candidiasis"), anxiety ("anxiety / mental anguish"), depression ("depression"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal candidiasis, dyspareunia, vaginal discharge and urinary tract infection had resolved. The reporter considered anxiety, depression, device breakage, dyspareunia, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: two coils on right and 4 coils on left; patient tolerated. Discrepancy in essure explant date -(B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Batch no b02264 lot number: b02264 manufacturing date: 2013/02 expiration date: 2016-02-29 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, device breakage quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, urinary tract infection, amenorrhea, esophageal reflux and multigravida. Concomitant products included esomeprazole since (B)(6) 2012 for esophageal reflux as well as dexlansoprazole (dexilant) since (B)(6) 2015, ferrous sulfate since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: vaginal candidiasis"), anxiety ("anxiety / mental anguish"), depression ("depression"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, dyspareunia, vaginal discharge and urinary tract infection had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: two coils on right and 4 coils on left; patient tolerated. Discrepancy in essure explant date - (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding, bladder/urinary problems was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, urinary tract infection, amenorrhea, esophageal reflux and multigravida. Concomitant products included esomeprazole since (B)(6) 2012 for esophageal reflux as well as dexlansoprazole (dexilant) since (B)(6) 2015, ferrous sulfate since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2014. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: vaginal candidiasis"), anxiety ("anxiety / mental anguish"), depression ("depression"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, dyspareunia, vaginal discharge and urinary tract infection had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: two coils on right and 4 coils on left; patient tolerated. Discrepancy in essure explant date - (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Batch no b02264 lot number: b02264 manufacturing date: 2013/02 expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, urinary tract infection, amenorrhea, esophageal reflux and multigravida. Concomitant products included esomeprazole since (B)(6) 2012 for esophageal reflux as well as dexlansoprazole (dexilant) since (B)(6) 2015, ferrous sulfate since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: vaginal candidiasis"), anxiety ("anxiety / mental anguish"), depression ("depression"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, dyspareunia, vaginal discharge and urinary tract infection had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: two coils on right and 4 coils on left; patient tolerated. Discrepancy in essure explant date - (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding, bladder/urinary problems was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.